Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to a serious injury. Device issue: balloon rupture. It was reported that the device would not cross the lesion. No patient effects were reported. No additional event or patient information is available. This is being filed based on the analysis of the returned device which revealed a pinhole rupture in the balloon at the distal end of the distal marker.

Manufacturer narrative:
(B) (4). (B) (4): results: quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the inflation lumen and in the balloon. There was contrast in the balloon. The stent implant was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon was loosely folded. There was a bend in the hypotube 3 mm proximal to the guide wire exit notch. There was no damage noted to the tip or inner member. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The tip seal length was 1 mm. A new indeflator filled with water was used in an attempt to inflate the balloon, but was not able to inflate. After pressurizing the sds and let sit over night, the balloon inflated and observed a pinhole at the distal end of the distal marker. There were two .5 mm length scratch marks around the pinhole. There was no other damage noted to the sds. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.